Event description:
Complications of synthetic surgical mesh questionnaire. (B)(6) 1998 I had a hysterectomy and bladder repair and mesh was used. I was told it would be attached to my back. Name of doctor(s)): (B)(6) at (B)(6). Medical mesh device(s) implanted: I do not know the name. Surgical method of implantation of medical mesh: incision while doing the hysterectomy and bladder repair. The mesh was attached to lower back. Complications of medical mesh implantation: I tried to convince doctors several times that thing were not right. Even months later, I could not walk good due to the pain down my right groin and my leg. Plus when I had sex, it was painful, I have bleeding where the mesh is exposed in my vagina where it was tied, so the doctor told me. My present doctor sees the mesh being a problem because I have to be treated for infections. I constantly have bladder infections which I had never had. I cannot have sex any longer, my back, front of my stomach, legs and I really hurt when I need to have a bm and bleeding is much worse. I bleed all the time and discharge "stuff" that looks like infection. Do you suffer from autoimmune disease(s)? I have extreme joint pain and right leg pain. I feel like a lot of my pain such as not being able to stoop or anything without being in such pain in the morning that I can hardly put my clothes on. I cannot lift my legs to put them in my underwear or slacks, I have to lay them on the floor and work that way. I have a lot of sweats and more at night than during the day. When did you develop autoimmune disease, before or after mesh implantation? After the mesh and as I get older, it almost get unbearable at times. If autoimmune disease diagnosed before mesh, did it worsen after mesh implantation? Do you suffer from allergies, migraine headaches? Are they worse after mesh implantation? I rarely had sinus and now I have in 24/7. I have a skin rash around my mouth and nose which I never had, and I have had shingles 3 times. My biggest concern is to find some help, because if I have to deal with this when I get a lot older I may not be able to. I have to wear a pad 24/7 for the discharge and bleeding. Surgery was (B)(6) 1998.